Event description:
It was reported that the 1.5 x 15 mm voyager rx balloon ruptured. The lesion was then dilated with a non-abbott balloon catheter. A 2.0 x 12 voyager rx was used in an attempt to predilate further; however, this balloon also ruptured upon inflation. The lesion was further dilated with a non-abbott balloon catheter, and a xience v stent was implanted. No additional information or patient effects were reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. 2.0 x 12 mm rx voyager (1011392-12/0032362), 1.5 x 15 mm tazuna, 2.0 x 15 tazuna; guide wire: sion blue(sjm) stent: xience. The device is expected to be returned for evaluation. It has not yet been received. The 2.0 x 12 mm rx voyager ((B)(4)), is being filed under a separate MFR#.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned rx voyager noted contrast visible in the inflation lumen and the balloon was loosely folded, which is consistent with preparation and the balloon inflated. A new indeflator was used to pressurize the balloon to the rated burst pressure (rbp) of 14 atmospheres. The balloon inflated with no anomalies noted. In this case, the reported rupture could not be confirmed and there was no indication of a product quality deficiency. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported balloon rupture could not be confirmed. All dilatation catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.